Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from the consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On an unknown date, the patient experienced peritonitis. Per the nurse, the peritonitis was possibly due to the patient having to do therapy in the dark because of the power outage caused by a hurricane. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis. The patient had not yet been retrained on aseptic technique. At the time of this report, the patient remained hospitalized for the event and was recovering from the peritonitis. Per the nurse, the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h12e29103 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.